Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels. The pump lost prime and emitted appropriate alarms but the pt did not hear the alarms.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump operated within required specifications and delivered insulin accurately. The pt reported loss of prime alarms, which were confirmed in the pump history. The pump properly detected loss of force. The pump's alarm system functioned properly to alert the pt of loss of prime.